Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(6), ubd: 20-jan-2022, UDI#: (B)(4); product ID: etlw1610c124ee, serial/lot #: (B)(6), ubd: 26-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during a chevar procedure as part of the post market enchant study. The chimney stents implanted were non medtronic. Etlw1613c124ee was implanted at the left iliac artery with etlw1610c124ee implanted in the right iliac artery. It was reported over four years later the patient was hospitalized for planned endovascular therapy for a thoracoabdominal aortic aneurysm due to questionable covered rupture of the aorta in the viscerorenal segment. The patient developed a painful abscess formation with possible contact to the aneurysm sac. A secondary procedure was performed the following day and the patient required hospitalization. The site assessed the thoracoabdominal aortic aneurysm due to questionable covered rupture of the aorta in the viscerorenal segment as possibly related to the endurant iis stent graft devices and non-mdt renal stents and not related to the index procedure. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received: d it was reported that during the secondary procedure the patient was also treated for an endoleak, type undetermined and an additional stent graft ( non-medtronic) was implanted. The patient was discharged one week later. The outcome status was noted as not recovered/not resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the event had resolved following the secondary procedure. During the procedure iliac prosthetic extensions were implanted on both sides. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.